Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article abstract entitled, ¿incidence of a stem sitting proud of a proximally coated cementless tapered wedge stem¿ by chul-ho kim, et al; published by journal of orthopaedic translation (2019), vol. 19, pp. 118-125, was reviewed. The purpose of this study was compare the incidences of a proximally tapered wedge femoral stem seating proud after femoral rasping in 181 trilock bps stems and 157 competitor tapered wedge stems. The authors defined the stem as ¿seating proud¿ if there was a greater than 2 mm mismatch between the final implant and the rasp. The mismatches were corrected by adjusting the offset length of the femoral head. This complaint will capture the results pertaining to the trilock bps stem outlined in table 2 on pp. 122. Radiographs are available on page 124 in fig. 3. Results: 11 incidences of instrument/implant mismatch. 47 cases of intraoperative femoral fracture during stem seating. Treatment was not specified. 40 cases of stem positioned in varus. No patient consequences or treatments reported. 28 cases stem positioned in valgus. No patient consequences or treatments reported. Captured in this complaint: hip instrument: broach: trial does not replicate implant. Trilock stem: implant malpositioned, fracture.